Manufacturer narrative:
Acelis notified abbott of recall reference #: r-23-198-fgx1, recall code: re167655. Regarding the contaminated sterile saline solution. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection with an onset date of 14aug2023. The organism was found to be stenotrophomonas maltophilia. It was noted that the patient was known to do dressing changes every 2-3 days since implant and had been using a potentially contaminated medline saline solution starting in august.

Event description:
It was additionally reported that the patient experienced pain and soreness surrounding the site. The patient was treated with oral antibiotics which included bactrim (trimethoprim / sulfamethoxazole), minocycline, and doxycycline. However all of these antibiotics were not used simultaneously as a sensitivities analysis test was ran and the antibiotics had to be switched around a one or two times.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Additionally, this section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.